Event description:
The initial attorney report alleged pain and permanent injuries after the implant of a composix kugel mesh. The following is based on the medical records provided by the pt's attorney: (B)(6) 2005- pt underwent repair of a left direct inguinal hernia with composix kugel. On (B)(6) 2007- pt underwent exploration of left groin. The mesh was encountered and was noted to be incorporated. Due to the large amount of the incorporation the mesh was resected leaving about 1/6th of the mesh in place.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. Based on the info provided it is unk whether the device may have caused or contributed to the reported event. The pt was noted to develop pain following the implant and had a partial response to nerve block treatment. The operative dictation notes the mesh was well incorporated and therefore was only partially explanted. The portion that explanted was not provided for eval. Additionally, a lot number has not been provided therefore a manufacturing review is not possible. With the currently limited amount of info, no conclusion can be drawn.